Event description:
The consumer was allegedly found trapped in zone 6 per the department of health and senior services, resulting in the consumer's death.

Manufacturer narrative:
The only information that has been provided is information from the facility reporting the consumer was allegedly found trapped in zone-6. Unclear of mattress type that was used. No bed malfunction alleged. Information available indicated authorities were not notified until 7 hours after the event. Issue under investigation by the care facility.